Manufacturer narrative:
(B)(6). Philip's field service engineer (fse) evaluated the device. The unit was powered on several times and ran without any issues. No damage was observed on the unit. The unit was returned to service.

Event description:
It was reported that the unit would power on by itself randomly. There was no patient involvement reported. The event date was not specified; estimate used.